Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. The device only infused 60-70%. This was observed during patient infusion. The device has been filled with piperacillin/tazobactam 13500mg in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of the report submitted under manufacturer report number 1416980-2023-02851. All relevant information was captured under that manufacturer report number 1416980-2023-02851. Should additional relevant information become available, a supplemental report will be submitted.